Event description:
It was reported clinician went to give bolus on a pca pump when the "brain" alarmed to shutdown. Clinician wrote code 255-16-275 prior to shutting down. Biomedical engineer found error code 800.8000 multiple times in the error logs during review. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinician went to give bolus on a pca pump when the "brain" alarmed to shutdown. Clinician wrote code 255-16-275 prior to shutting down. Biomedical engineer found error code 800.8000 multiple times in the error logs during review. There was patient involvement however no patient harm.